Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery status of 18 percent remaining. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that during a device explant procedure to replace this subcutaneous implantable cardioverter defibrillator (s-ICD), review of x-ray showed that the electrode was pulled back/dislodged. Review of stored device data showed an inappropriate shock that occurred five years ago due to a change in morphology with t-wave oversensing in alternate sensing vector. The device was reprogrammed to primary following the shock. It was suspected that the sutures for the electrode had broken around this time and resulted in the electrode pulling back/dislodging. The physician elected to test the lead through this device prior to explant of the device. Ventricular fibrillation (vf) was induced with ok sensing, the device charged and upon shock delivery a loud pop noise was heard and shock impedance measurements were noted to be 1 ohm. The electrogram (egm) was fuzzy and sensing was all noise. The test was then aborted and an external shock was delivered to convert the induced vf. The s-ICD and electrode were explanted and replaced with a new system. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that high out of range shock impedance measurements greater than 125 ohms was also observed prior to the device replacement procedure. Additionally, post explant of the s-ICD, visual inspection noted a small chip in the device case. A request was made to have data from this device analyzed. Data analysis of the available data did not contain the estimated impedance history. Although measurements were noted to be high, there was no data that indicated a cause for the observed 1 ohm shock impedance measurement and past charge times were noted to be normal. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery status of 18 percent remaining. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery status of 18 percent remaining. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that during a device explant procedure to replace this subcutaneous implantable cardioverter defibrillator (s-ICD), review of x-ray showed that the electrode was pulled back/dislodged. Review of stored device data showed an inappropriate shock that occurred five years ago due to a change in morphology with t-wave oversensing in alternate sensing vector. The device was reprogrammed to primary following the shock. It was suspected that the sutures for the electrode had broken around this time and resulted in the electrode pulling back/dislodging. The physician elected to test the lead through this device prior to explant of the device. Ventricular fibrillation (vf) was induced with ok sensing, the device charged and upon shock delivery a loud pop noise was heard and shock impedance measurements were noted to be 1 ohm. The electrogram (egm) was fuzzy and sensing was all noise. The test was then aborted and an external shock was delivered to convert the induced vf. The s-ICD and electrode were explanted and replaced with a new system. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Visual observation noted an arc mark on the device case, which, indicated a shock shorted to the device case. This caused internal damage to the device and resulted in the device not having telemetry function. Review of stored device memory was performed through the remote home monitoring system. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a battery status of 18 percent remaining. The device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that during a device explant procedure to replace this subcutaneous implantable cardioverter defibrillator (s-ICD), review of x-ray showed that the electrode was pulled back/dislodged. Review of stored device data showed an inappropriate shock that occurred five years ago due to a change in morphology with t-wave oversensing in alternate sensing vector. The device was reprogrammed to primary following the shock. It was suspected that the sutures for the electrode had broken around this time and resulted in the electrode pulling back/dislodging. The physician elected to test the lead through this device prior to explant of the device. Ventricular fibrillation (vf) was induced with ok sensing, the device charged and upon shock delivery a loud pop noise was heard and shock impedance measurements were noted to be 1 ohm. The electrogram (egm) was fuzzy and sensing was all noise. The test was then aborted and an external shock was delivered to convert the induced vf. The s-ICD and electrode were explanted and replaced with a new system. No additional adverse patient effects were reported. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. It was reported that high out of range shock impedance measurements greater than 125 ohms was also observed prior to the device replacement procedure. Additionally, post explant of the s-ICD, visual inspection noted a small chip in the device case. A request was made to have data from this device analyzed. Data analysis of the available data did not contain the estimated impedance history. Although measurements were noted to be high, there was no data that indicated a cause for the observed 1 ohm shock impedance measurement and past charge times were noted to be normal. The return of the product is expected. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.